Manufacturer narrative:
The lens was inserted and removed.(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after inserting an intraocular lens (io) into the patient's eye, a defect was noted on the edge of the lens and a crack through the visual axis. The surgeon believed it had occurred in the cartridge. The lens was removed and replaced with another lens of same model and diopter. No vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/09/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two parts. The lens condition observed was consistent with a unit that was cut as part of the surgical procedure. Due to the lens condition and the presence of viscoelastic residue, it was visually not possible to identify scratches on the lens or confirm the reported event of a defect noted on edge and a crack through visual axis. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.